Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that patient experienced severe chronic pain, discomfort, inflammation, and limited mobility in the left thigh and hip area, as well as the groin. Patient also experienced episodes of a grinding and popping sensation in the left hip. Update: 11/16/2012 medical records were received from legal, and part/lot information was identified. Records are available for further review. Update rec'd 11/16/2012¿ pfs and medical records received. Part/lot was provided. After review of the medical records it was decided to report 2 screws and the hole eliminator as they cannot be excluded as the cause of pain. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 05/21/2014.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges dislocation with closed reduction.